Event description:
It was reported that this right ventricular (RV) lead exhibited high but still within-range pace impedance measurements. Technical Services (TS) was consulted and discussed the possibility of a change in patient condition, medication, tissue, tissue interface, calcification, etc. TS also discussed that since this lead has normal R-waves and thresholds, it is up to the physician to continue to monitor this patient or troubleshoot. No adverse patient effects were reported. This lead remains in service.Additional information was received that this lead was explanted and replaced. No additional adverse patient effects were reported. Further information regarding product return status has been requested.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of Known Inherent Risk of Device.